Event description:
It was reported that during a follow-up, the patient experienced phrenic nerve stimulation upon all ventricular configurations. The left ventricular lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.